Event description:
The customer reported receiving abnormal differential results with no instrument flagging for one patient sample on a unicel dxh 800 coulter cellular analysis system. The sample was re-run on another instrument of the same model and correlating results were received, with instrument-generated r flagging on the differential parameters and a system message "mo-ne (monocyte-neutrophil) overlap". The sample was also analyzed using a manual smear, with results that were considered correct. Quality controls (qc) run before and after this incident were within range and the instrument is currently performing within qc specification. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Service was neither requested, nor dispatched for this event. The abnormal results were limited to a single patient sample, and the instrument was performing within qc specification prior to and following the event. The cause of the issue is unknown based on the available information. Pt weight: the patient weight was not provided by the customer.

Manufacturer narrative:
Raw data was reviewed by a subject matter expert within beckman coulter. Based on the raw data observation, the reported issue for the sample run on dxh800 #1 (serial no: (B)(6)) produced elevated monocyte % results without instrument generated flags. The same sample run on dxh800 #2 resulted in r flagged results. Borderline conditions in the features used for flagging resulted in the lack of repeatability in terms of flags between the two analyzers. Per the instrument instructions for use (IFU), beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.